Event description:
Tyco healthcare (B) (4) reported that during their incoming inspection testing, they discovered the pencil self activated.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested, but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.